Event description:
It was reported that there was a pump replacement due to eri at 5 months. During the replacement, they were unable to aspirate the existing catheter of the old drug. It was indicated that the issue was at the pump catheter connection. The hcp was not concerned and did not feel there was an issue with the catheter. The new pump was primed of 0.3mls and connected to the existing catheter. It was noted as prophylactic removal to avoid in-vivo battery depletion. It was noted there was no injury and the patient recovered without sequela. The patient was doing good and receiving effective therapy. The pump was delivering hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physician programmer model # 8840; catheter model #8711, serial # (B)(4), implanted: (B)(6) 2003, explanted: unk.